Manufacturer narrative:
Data received 08/18/2015 by manufacturer: device analysis conducted by torax medical engineering after product receipt. Gross analysis revealed no device anomalies atypical from an explanted device. Microscopic analysis revealed all device components and assembly exhibited normal characteristics of an explanted device. Force testing, length testing, and geometric analysis exhibited no anomalies. No conclusion relevant to experience determined.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Patient exhibited mild dysphagia previous to anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2015. Patient exhibited dysphagia reported as typical for procedure healing period as reported by physician. Physician advised against device explant, however, patient insisted on device removal. Uneventful device explant on (B)(6) 2015. Device found in correct position/geometry. Patient in satisfactory condition after explant.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Patient exhibited mild dysphagia previous to anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2015. Patient exhibited dysphagia reported as typical for procedure healing period as reported by physician. Physician advised against device explant, however, patient insisted on device removal. Uneventful device explant on (B)(6) 2015. Device found in correct position/geometry. Patient in satisfactory condition after explant.